Event description:
It was reported that after a factory reset, the ilet pump failed to boot and remained on a blue loading screen for several hours, was unresponsive to forced restart attempts, and was deemed nonfunctional; the user transitioned to backup therapy and was informed the device would no longer be watertight and would require replacement. Symptoms included hyperglycemia with a reported peak of 400 mg/dl over approximately six hours without ketone testing, loss of consciousness, or other acute sequelae. Outcomes included interruption of automated insulin delivery and the need to use backup therapy. Investigation included customer service troubleshooting guidance and arrangements for device replacement and return for evaluation. Investigation of this case revealed a suspected device malfunction related to the pump¿s user interface or processing function, consistent with a screen or system unresponsiveness condition after a reset, with no external factors such as steroids or medical intervention reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the lack of returned device evaluation at the time of reporting. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.